Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed batt test noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date has been added with this report.